Event description:
It was reported that this pacemaker was unable to be interrogated. This device is expected to be replaced at a future date, however currently remains in service. No adverse patient effects were reported.